Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2018-00868. It was reported the patient's trial implant procedure was abandoned on (B)(6) 2018 due to an allergic reaction to antibiotics. Reportedly, the needles were already inserted when the trial patient started having hives but was later removed. The patient was treated with benadryl which resolved the issue.